Manufacturer narrative:
The technician found the hex rod not engaging both brake casters. The technician found the screw in the hex rod is missing and the hex rod had come out of one of the brake casters. The technician replaced the screw in the brake hex rod to resolve the issue.

Event description:
The account alleged the brakes would not hold. No injury reported.